Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Event description:
On 11/9/2022, it was reported by an arthrex employee via email that an ar-6068-90l quickpass lasso wire did not advance after the surgeon turned the wheel. Surgeon used another ar-6068-90l quickpass lasso and the same thing happened, the wire did not advance. This was discovered during a procedure on (B)(6) 2022. Additional information received on 11/9/2022: this was discovered during a ramp lesion repair procedure and completed using an ar-6068-25l left quickpass lasso. Nothing broke inside the patient, as this occurred prior to insertion.